Manufacturer narrative:
The insulin pump had a button error alarm and no button response due to moisture damage on keypad traces. The device had a scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, and a cracked reservoir tube.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 121 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.